Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level and software error detected. The customer¿s blood glucose 47 mg/dl. The customer was treated with glucose tablets. It was reported that they had software error detected alarm. The customer reported that the self-test and was passed. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.